Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the device powered off due to a failure of the printed circuit (cr) board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that the power supply of the device was turned off due to a failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit power suddenly went out. This issue was found during an unknown procedure. The procedure was completed. When the high flow insufflation unit was powered back on it was able to be used normally. There was no use of implant equipment and the device was inspected before use. There were no reports of patient harm or injury.